Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/20/2025, a sales representative reported via (B)(4) that an ar-621-tl2 ibalance uka, disposable tibial cutting guide, left had an issue when removing the long wire from the tibia cut guide during use. They determined that the tip of the wire broke off in the tibia. The wire fragment was lodged within the cut and was removed with the osteotomy fragment. This was discovered during a uka procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture attached that shows the broken tip. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion, and/or user-applied excessive mechanical forces during use.